Event description:
It was reported the patient had their first stimulation device implanted seven years ago, that device was revised two years ago. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).